Event description:
As reported, approximately 6 years and 8 months post initial right total knee arthroplasty (tka), the patient presented with pain and it was determined that the knee was part of the recall. All implants were removed and replaced with revision competitor implants. The event was not related to breakage of a device and did not lead to a surgical delay/prolongation. The patient was last known to be in stable condition following the event.

Manufacturer narrative:
Pending investigation. Concomitants: 5107493- 02-010-04-0335 - logic cr femoral por, right, sz 3.5, 5099451- 02-012-45-3535 - lgc tibial fit tray cem sz 3.5f / 3.5t, 5100478- 200-02-38 - three peg patella 38mm, 4578582- 201-78-15 - holding pin mini sharp point 4 pk, 5162872- 201-78-81 - 3 trocar, mod. Hex 2pk, 5192124- 201-78-81 - 3 trocar, mod. Hex 2pk, 5249188 -201-78-81 - 3 trocar, mod. Hex 2pk, 5175947- 521-78-23 - threaded pin size 2.3 collared, 5175981- 521-78-23 - threaded pin size 2.3 collared, 4007444- 521-78-36 - threaded pin size 5.1 collarless.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated: d8 the following sections were corrected: b2 d1 d4: catalog, serial number, UDI and expiration date unknown due to specific device not being reported d10 concomitants: (B)(6), 02-012-48-3511 - logic tibial insert slope +, sz 3.5, 11 mm, (B)(6), 02-010-04-0335 - logic cr femoral por, right, sz 3.5, (B)(6), 02-012-45-3535 - lgc tibial fit tray cem sz 3.5f / 3.5t, (B)(6),200-02-38 - three peg patella 38mm, (B)(6), 201-78-15 - holding pin mini sharp point 4 pk, (B)(6), 201-78-81 - 3 trocar, mod. Hex 2pk, (B)(6), 201-78-81 - 3 trocar, mod. Hex 2pk, (B)(6), 201-78-81 - 3 trocar, mod. Hex 2pk, (B)(6), 521-78-23 - threaded pin size 2.3 collared, (B)(6), 521-78-23 - threaded pin size 2.3 collared, (B)(6), 521-78-36 - threaded pin size 5.1 collarless. G4: 510k unknown due to specific device not being reported. H4: manufacture date unknown due to specific device not being reported h6. The reason for the revision reported may be due to pain, as stated in the experience report. However, the reason for the pain could not be determined, and contributions from user or patient related considerations to the event could not be assessed since the devices were not returned for evaluation, and relevant patient information, radiographs, or complete devices images were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.